Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurement and a high out of range shocking impedance measurement for the right ventricular (rv) lead. A few days later the patient presented to the hospital after receiving multiple inappropriate shocks due to oversensing of noise. Upon evaluation, the rv lead exhibited a high out of range pacing impedance measurement, with poor sensing measurements and pacing inhibition. The physician determined that the rv lead was fractured. A revision procedure was performed where the device and rv lead were replaced with competitive product. No additional adverse patient effects were reported.